Event description:
It was reported that the patient was having "signs of withdrawal" the day before the initial report; she was drowsy, slurring her words and having spasms. The patient's husband called the following healthcare provider (hcp) who instructed them to bring the patient to the hospital right away. The patient was in the emergency department due to "pump failure." It was noted that "around halloween" an alarm was heard and that they thought it was the smoke detector. As of the time of this report, the pump had not been interrogated. It was noted that the patient was scheduled for a dye study. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a consumer indicated a horrible incident occurred with the last pump on (B)(6) 2013; alarming (single beep) at night time. The patient began to have spasms and "got worse" three or four days later. It was because the pump needed to be replaced (B)(6)-2013. The patient did not have the records of when the pump was due for replacement. They could not figure it out what the sounds were and kept checking smoke detectors in the house and then figured it out once the patient ended up in the hospital. The event was considered resolved at the time of report. The reporter wanted to know how long the pump lasts and wanted to avoid another incident like this for the future. Additional information was requested from the healthcare provider (hcp) regarding drug information, event cause, event details, diagnostics, and symptoms experienced. However, this information was not obtained. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2007. (B)(4).